Event description:
There was a revision surgery due to a broken implant.

Manufacturer narrative:
Patient was in a physical altercation and was struck in the head causing the implant to break. All components of the implant were removed and discarded at the hospital due to the product containing biohazardous material. There is no indication that the parts did not function as designed or intended. No additional actions are being taken for this complaint file. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. If additional information is received that adds relevant information to this file, a supplemental report will be sent. Implant not returned to manufacturer.